Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) and reached elective replacement indicator (eri). Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing and despite this, there is sufficient capacity for the device to deliver the programmed therapy up to the 90 day end of life (eol) timeout. Boston scientific technical services (ts) recommend that the device be replaced prior to eol timeout. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) and reached elective replacement indicator (eri). Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing and despite this, there is sufficient capacity for the device to deliver the programmed therapy up to the 90 day end of life (eol) timeout. Boston scientific technical services (ts) recommend that the device be replaced prior to eol timeout. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) and reached elective replacement indicator (eri). Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing and despite this, there is sufficient capacity for the device to deliver the programmed therapy up to the 90 day end of life (eol) timeout. Boston scientific technical services (ts) recommend that the device be replaced prior to eol timeout. To date, this device remains in service. No adverse patient effects were reported.